Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on april 29, 2016 with blood glucose of below 30 mg/dl. Customer was hospitalized for broken arm in two places due to low readings. The customer treated with glucose tablets. The customer also mentioned high readings of 400 mg/dl. The customer treated with syringes. The insulin pump was not returned for analysis.